Event description:
During attempted implant, the left ventricular lead could not be inserted into the header of the device. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event that the left ventricular (lv) lead could not be fully inserted into the header was confirmed. Analysis revealed the lv lead was blocked from full insertion by the lv-setscrew turned down in the port, blocking insertion of the lead. There were indications that the user made wrench insertions into the lv-setscrew where the setscrew was turned down in position to block lead insertion into the port. In lab testing, the setscrew was backed out from blocking the port normally. Leads could then be fully inserted into the lv connector port. No device anomalies were found. It was determined that the event was user-related.